Event description:
Pt status post uss val construct levels l4-5 was discovered to have developed adjacent level degeneration at level l3-l4 on an unk date. Pt was returned to operating room on (B)(6) 2012, surgeon removed all hardware with the exception of the titanium cages, and revised pt to competitor's hardware at l3-l4. The hospital account discarded the hardware. This is 14 of 22 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed. No conclusion could be drawn, as no product was received.